Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed and reprogramming is anticipated. The patient was in stable condition.